Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir leaked during priming. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when they were filling the reservoir and she could not twist off the plunger and insulin kept dripping out the o rings. This happened when filling reservoir from the insulin vial. Customer stated the leak occurred today and past the reservoir. Customer stated the leak past second o ring. The customer was advised to return the reservoir.